Event description:
The customer reported that the system displayed an iris collimator and temperature error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced high voltage cable assembly. The system was tested and found to be working as intended and put back in service.